Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-07048. It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right ventricular lead exhibited loss of capture, decrease in impedance, and decrease in sensing threshold. The physician suspected that the lead was perforated due to diaphragmatic stimulation from the right ventricular lead at high output. Lead perforation was verified with an echocardiogram exam. The patient was admitted for lead revision procedure on (B)(6) 2020. During procedure, the right ventricular lead was unscrewed from the implantable cardioverter defibrillator header. However, the physician had trouble unscrewing the right ventricular lead screw head. The right ventricular lead was removed and re-positioned in the right ventricular septum appropriately. Once the right ventricular lead was attached back to the device, the wrench would not catch into the screw. After multiple attempts and two separate wrenches, the physician determined that the screw was stripped and would not tighten. The implantable cardioverter defibrillator was explanted and replaced. The patient was stable post procedure.